Event description:
It was reported that the surgeon was implanting the screw and the tip of the screwdriver sheared off in the screw head. Surgeon was unable to retrieve the sheared portion.

Manufacturer narrative:
Method: device history review, complaint history review, risk assesment; result: the device was not returned for evaluation. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. According to the instructions for use, instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures and disposal attention. Instruments must be examined for wear or damage prior to surgery. Conclusion: due instrument being in use for 5 years the plausible root cause for tip fracture is normal wear and tear.

Event description:
It was reported that the surgeon was implanting the screw and the tip of the screwdriver sheared off in the screw head. Surgeon was unable to retrieve the sheared portion.